Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Imagery was provided by the site and reviewed and revealed that the distal tip split axially. The complaint for sheath distal tip split was confirmed based on the provided device imagery. Available information suggests that patient factors (undersized vessel due to pre-existing graft) and/or procedural factors (device manipulation) likely contributed to the event as it was reported that "the patient had an aorto-iliac graft." During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation may lead to sheath tip damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position via transfemoral cutdown approach. The patient had an aorto-iliac graft so the physician pre-planned and chose to do a femoral cutdown. Per CT measurements, the left transfemoral access appeared to be of sufficient caliber to accommodate a 14fr esheath. The cut down was performed and the dilator went up without issues. A 14fr esheath was attempted but was unable to advance. It appeared to be unable to advance the esheath at the graft. When taking the sheath out, it was noticed to be damaged. A new 14fr esheath was prepped. The physician attempted to advance this 2nd esheath and was also unable to advance past the graft. The physician took out the sheath and noticed this sheath was also damaged. A new and 3rd 14fr sheath was prepped. The wire was switched to a different wire and the esheath was able to advance through the graft. The wire was removed and swapped for a different wire. The commander and valve were then prepped and entered into the esheath; however, the physician was unable to advance the valve and delivery system. The physician decided to remove the esheath, valve, and delivery system all at once. A 24fr non-edwards sheath was prepped and also unable to advance. The physician then decided to balloon the graft with 10x12 balloon. The wires were swapped out again. A 4th 14fr esheath was then prepped and advanced through the graft successfully. A 2nd commander delivery system and valve were prepped and successfully advanced. The valve was then deployed successfully. The patient was transferred to ICU in stable condition. As per follow-up with the fcs, it was confirmed that there was only resistance encountered during insertion of the first and second esheaths, while the third esheath was inserted without issue into the patient. It was also confirmed that resistance occurred during insertion of the delivery system through the third esheath only. No difficulties were reported during withdrawal of the delivery system from the third or fourth esheath, and none of the esheaths were torqued during the procedure. The vessel was pre-dilated, and the introducer was fully inserted and locked in position. There were no issues inserting the bav through the esheath, and no patient injury occurred. The patient was stable and discharged home. No other edwards devices were damaged, and all devices were discarded. An imaging review was completed and revealed the first esheath showed partial liner delamination and slight lifting of the liner at the distal end of the sheath shaft. The second esheath revealed an axial split of the distal tip. The third esheath revealed strain relief damage and tearing near the distal strain relief, a fully expanded liner starting at that location, and twisting of the sheath shaft near the distal strain relief.

Manufacturer narrative:
Investigation is ongoing.